Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Hold for sk 2.11.20

Manufacturer narrative:
The device was evaluated by a zoll approved certified service provider; the customer's report of this device could have a restart issue was duplicated and the monitor board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to have any clinical impact and this report has been classified as a non-complaint. The customer's report was for an accommodation only.